Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify what was the issue for the vicryl plus polyglactin 910 suture? The issue is the 'tabs shredded or broke and would not hold in place. Could you please confirm the quantity of sutures failed during surgery? Quantity was 3 sutures. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-00361 and mw # 2210968-2022-00362.

Event description:
It was reported that a patient underwent a sigmoidectomy procedure on (B)(6) 2021 and barbed suture was used. While closing the facia when the surgeon set the tab, the tab broke in half and pulled through the facia. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify what was the issue for the vicryl plus polyglactin 910 suture? The issue is the 'tabs shredded or broke and would not hold in place. Could you please confirm the quantity of sutures failed during surgery? Quantity was 3 sutures. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-00361 and mw # 2210968-2022-00362.

Event description:
It was reported that a patient underwent a sigmoidectomy procedure on (B)(6) 2021 and barbed suture was used. While closing the facia when the surgeon set the tab, the tab broke in half and pulled through the facia. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: visual analysis of the returned sample determined that an empty opened foil and a suture piece of product code sxpp1a400 were received for evaluation, the suture present body fluids and tissue along the strand. The barbs present damage, deformation, and any are missing, and the end was observed cut possibly from a surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.